Event description:
It was reported that the bd alaris¿ pump module administration set experienced leakage. The following information was provided by the initial reporter: we¿ve just had another leak from one of these IV infusion sets, but from a different area this time. I¿ve taken the attached photographs and we¿ve kept the set with the lot number etc., as per the photographs. We were able to salvage most of the medication left in the line, but it delayed the patient¿s treatment by 15 minutes, doing all that.

Manufacturer narrative:
H.6 investigation summary: one 2401-0004 product from lot 22035924 was received in opened packaging for investigation; residual fluid was detected in the device. The feedback provided by the customer suggests leakage was detected after two and a half hours of infusion. Functional testing was performed by subjecting the returned sample to a short gravity infusion; leakage was detected from pumping segment. A close inspection of the location of leakage reveals a hole in the lower silicone segment in close proximity to the flow stop component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined in this instance, however as the leakage was observed during infusion and not during priming, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 22035924 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2401-0004 product in the international market in the past 12 months.